Manufacturer narrative:
(B)(4). No related complaint was received with the return of device. Failure event observed during analysis. Analysis found an insulation abrasion at 42.1 cm to 43.7 cm from the connector pin consistent with friction to another device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis.